Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm with one of the batteries. The patient presented to the site on (B)(6) 2018. The log files confirmed an alarm on (B)(6) 2018 at 17:29:02. A manufacturers representative confirmed that this was an inappropriate critical battery alarm as the battery still had 30% charge at the time of the alarm. A power source lubrication procedure was done on the battery and the other power sources. The patient was instructed that, if it has a repeat of the critical battery alarm post lubrication it should be brought back to the site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(4). As a result, the reported event was confirmed via log files review. A power source lubrication procedure was performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 to mitigate the reported conditions and the battery remains in use. The most likely root cause of reported event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.